Event description:
An aneurx bifurcated stent graft of unknown size and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm and vessel morphology are unknown. It was reported that the patient had done well since implant with aneurysm shrinkage from 6.5cm to 4.5cm, however, the patient developed a new onset type iii endoleak with an increase in the size of the aneurysm to 5.0cm. The physician reported that the proximal aortic cuff had separated from the main body of the bifurcated stent graft. Two aortic cuffs were implanted in 2003 to seal the endoleak. No clinical sequelae were reported, and the patient is reported to be fine.